Event description:
In 2005, a gore excluder aaa endoprosthesis contralateral leg component was implanted to repair a right common iliac artery aneurysm. The physician chose not to cover the patient's right hypogastric artery. Therefore, the patient's right common iliac artery aneurysm was not completely excluded. Follow-up images revealed that the aneurysm had increased in diameter. In 2008, the right hypogastric artery was coiled and an additional gore excluder aaa endoprosthesis contralateral leg component was implanted. It was reported that the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.